Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
Revision surgery for humerus peri-prosthetic fracture. Non healed and increased pain despite bone simulator. Revision orif and strut graft. Greater and lesser tuberosity repair. (B)(6).